Manufacturer narrative:
Outer base tube weldment.

Event description:
It was reported by service report that the outer base tube weldment was cracked. No pt involvement or adverse consequences are reported.